Event description:
It was reported that difficulty was encountered with establishing telemetry with this cardiac resynchronization therapy pacemaker (crt-p). Additionally, the s-ICD exhibited no sensing, no pacing and high out of range pacing impedance measurements greater than 2,000 ohms on the right ventricular (rv) and left ventricular (lv) channels during implant. A device issue was suspected. This device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that difficulty was encountered with establishing telemetry with this cardiac resynchronization therapy pacemaker (crt-p). Additionally, the s-ICD exhibited no sensing, no pacing and high out of range pacing impedance measurements greater than 2,000 ohms on the right ventricular (rv) and left ventricular (lv) channels during implant. A device issue was suspected. This device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.